Manufacturer narrative:
Correction made in section b5 (describe event or problem).

Event description:
The customer reported that the thermogard ivtm system (serial #(B)(6)) displayed mid:05 (post ext ram) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard ivtm system associated with this complaint was not returned for evaluation. A zoll personnel provided instruction to the customer on how to clean the air trap on the thermogard ivtm system. The customer cleaned the air trap, and thermogard ivtm system is functioning properly. No further action required from zoll.

Event description:
The customer reported that the thermogard ivtm system (serial (B)(6)) displayed tcmid:05 (collant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.